Manufacturer narrative:
(B)(4)

Event description:
Foreign distributor contacted dexcom on 07/01/2016 on patient's behalf to report that the receiver displayed error 121 on (B)(6) 2016. The foreign distributor did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. The receiver would not turn on. The case was opened for further evaluation. An interior inspection was performed and the u6 component was observed to be defective. Due to the receiver not being able to boot up, the reported event of an error icon display was not confirmed. A root cause could not be determined.